Event description:
Patient was burned during spinal fusion surgery at the site of stimulating emg electrodes (one burn on left elbow (~4mm x 3mm) and two burns on left ankle (one a pinpoint, the second ~ 5mm x 7mm)). Procedure was 6 -- 7 hours. Customer was also using an electro-cautery instrument (not a natus device).

Manufacturer narrative:
Registered internally as a complaint (B)(4) for further investigation by manufacturer. The electrodes described are manufactured for natus neurology inc. By a contract manufacturer. Conclusion - the electrodes are supplied to natus by a contract manufacturer. The contract manufacturer reviewed the manufacturing records for the lot of electrodes identified and found the manufacturing parameters were all within specification. A separate MDR has been created and submitted for the equipment used (ref MDR 3010611950-2015-00004). Electro-cautery equipment was in use by the complainant at the same time as the natus device in question. There are known risks associated with such device to device combinations where electrodes can intercept stray radio frequency energy and result in thermal heating. Natus safety information supplied to end users states such interactions exist and warns end users that electrode disconnection may be needed to avoid such interactions (B)(4).